Event description:
Follow up report generated with customer response in h -10.

Manufacturer narrative:
Follow up customer response revealed no patient involvement when ambulatory infusion pumps/cadd solis vip pumps - 2120 underinfused volume testing 18.4 ml. Event occurred during testing. Date of event january 30th, 2020. Updated. A 1 b 1 b 3 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Manufacturer narrative:
Device evaluation: returned device was received with damaged or cracked. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 under infused during volume test (18.4 ml). No adverse patient effects were reported.